Manufacturer narrative:
Investigation included customer support troubleshooting and device restart guidance. Investigation of this case revealed that the initial pairing error resolved after restarting the ilet, confirming normal sensor communication and data acquisition. It was concluded that the event was due to a transient pairing status discrepancy that resolved with a device restart, and the system functioned as intended thereafter.

Event description:
It was reported that the user experienced a pairing failure message on the ilet after scanning a libre 3+ sensor via the ilet mobile app, although the sensor had actually activated and entered the warmup period, and a device restart resulted in successful connection and subsequent glucose readings. Symptoms included no blood glucose data displayed on the ilet during the warmup period. Outcomes included temporary loss of glucose data until connection was established, with no reported adverse health effects, therapy interruption, or need for medical care.